Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump sustained physical and cosmetic damage. The customer stated the insulin pump was damaged on the back portion, where the clip would be and a whole chunk was missing. She further stated the battery looked like it would fall out. There were also visible cracks reported on the battery compartment. The customer's blood glucose was 280 mg/dl. She treated for high blood glucose with manual injection. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.